Event description:
Patient admitted for placement of port-a-cath. Bard power port was placed without difficulty in the right internal jugular vein. Postoperatively a chest x-ray was done to confirm placement. Report showed a concern over looping of catheter, poor function and possibly a fracture. Decision made by the physician to return the patient to the operating room for revision and/or replacement of port. The previous port was removed and replaced with a new bard power port. Post procedure fluoroscopy demonstrated excellent positioning. Port drew blood and flushed easily with saline. Taken to recovery where another chest x-ray was done to confirm placement; showed good placement. Patient discharged to home without further complications.